Manufacturer narrative:
Device evaluation: returned device is in good physical condition. No evidence of the reported problem in event during performed functional testing, visually inspected the pump.the reported problem was unable to duplicate during performance test. Inspected the pump and performed functional tests, it passed all test. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump had an unspecified issue. It was reported that the patient was experiencing a "blistering rash" around the catheter site. Per reporter, the patient also indicated that their systolic blood pressure went up to 140 while on the pump. The patient indicated that the pump issue may have possibly contributed to their symptoms. The reporter was not aware of any medical treatment that was provided to the patient and reported the issue as assumed to be resolved since the "patient was admitted to hospital for sqr to ivr transition and was monitored." No additional adverse patient effects were reported.